Event description:
It was reported leakage at luer connector, the luer connector of leaking catheter cannot be connected to the bottom of the heparin cap threaded port and the bottom of the mz threaded port. It was reported this occurred with eight devices. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5241 showed forty-four other similar product complaint(s) from this lot number.

Event description:
It was reported leakage at luer connector, the luer connector of leaking catheter cannot be connected to the bottom of the heparin cap threaded port and the bottom of the mz threaded port. It was reported this occurred with eight devices. This report addresses the second device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be manufacturing related. Four photographs and one video of a single lumen powerpicc catheter were returned for evaluation. An initial visual observation of the video showed a catheter being infused with a clear liquid via a slip-fit style syringe through a needleless injection cap. Multiple drops of this liquid could be seen leaking from the proximal end of the luer hub of the catheter. An initial visual observation of the photographs showed at least four luer hubs labeled in the photographs as ¿leaking connectors¿ with two different injection connectors attached as well as at least one other luer hub labeled in the photographs as a ¿normal connector¿ with the same or similar injection connectors attached. When compared to each other, the injection connectors of the ¿leaking connectors¿ were observed to have a larger gap between the proximal end of the luer hub and the proximal end of the threaded section of the injection connectors than the injection connectors shown in the photos labeled ¿normal connector.¿ this relatively large gap is most likely caused by a deformation within the bore of the purple luer hubs of the catheters which prevented firm attachment of the injection connectors to the luer hubs. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11